Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on september 18, 2019. A physical sample was not received for the investigation, but two photos were provided. A visual inspection was performed. The photos showed the product inside of the original packaging, no non-conformities could be observed in the photos. It was not possible to confirm the reported condition or determine a definitive root cause through the photos. The investigation was carried out with the multifunctional team, all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. If a sample is received at a later date, the investigation will be updated accordingly. A corrective action is not applicable at this time. We will continue to monitor for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes. Correction made to h6 medical device problem code to display 4044 "difficult or delayed separation" rather than 1528 "difficult to remove".

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that this product is clogging frequently (even though medications are not being administered through them) and when guide wire is inserted it is difficult to remove. One rn reported that the guide wire being hard to remove has happened with two different tubes. . Apparently the staff are using 2-3 before they find one that actually works. There was no patient injury reported. Per additional information received, they followed instructions of instilling 10 ccs of normal saline prior to insertion and was still not able to withdraw the guidewire. There was no harm done to the patient.